Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and the reservoir would not stay in place. Blood glucose level at the time of the incident was not provided. Customer also reported a no delivery alarm that was resolved by a complete set change. The reservoir was replaced but not returned for analysis.